Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The clip was not returned with the device. The thumb advancer was locked into step # 3 (advancement of the thumb advancer and sheath splitting). The proximal ends of the two vessel locator ribbons were detached from the pusher body; one was noted to be protruding out of the distal end of the tube set. The distal ends of the locator ribbons were intact. All of the vessel locator components were returned for analysis. At clip deployment the vessel locator wings are designed to automatically collapse into the tubeset so they do not interfere with clip delivery. However, with the returned device, the locators had not fully collapsed into the tubeset and one vessel locator end was protruding out of the tube set. A potential factor that can impact vessel locator wing collapse is compaction of subcutaneous tissue from the tissue tract at the proximal end of the device which can create distal forces on the wings. Although the customer reported that the device was easily removed, distal forces on the device may result in bending of the locator wings and subsequent difficulty with device removal, which may have contributed to the detached locator wings. Internal inspection of the device found the release rod was displaced, which indicates that an attempt was made to use the release slider to facilitate removal of the device from the patient anatomy. The displaced safety release rod indicates it was pushed down, displacing it into the handle after attempted clip deployment. The safety release slider is only operative prior to clip deployment and is not functional after clip deployment. Thus, the use of the safety release slider was not performed following the steps outlined in the instructions for use (IFU), which instructs the user to first utilize the device access ports to release the locking mechanism on the thumb advancer, followed by retraction of the thumb advancer as far proximal as possible before sliding the safety release button to collapse the locator wings and reset the plunger. The position of the thumb advancer indicates it had not been retracted per the IFU. Failure to complete the steps in the correct order increases the forces applied on the locator wings during removal. Based on the analysis, the probable root cause for the reported failure to deploy the clip could not be conclusively determined. However, detachment of the vessel locator ribbons during deployment could interfere with clip deployment. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no similar incidents reported for this lot.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the clip was not delivered; it seemed that the locator wings were defective. One of the 4 locator wings was broken and stuck out. The other 3 locator wings were closed. Manual compression was applied to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Event description:
No safety features were needed to be used because the device could be easily retracted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.